Manufacturer narrative:
Ae assessor has made multiple attempts to contact the patient to further investigate. The patient has not answered or returned calls. This case will be considered serious and potentially serious upon recurrence due to the reported elevated bg measurements along with multiple symptoms of severe hyperglycemia.

Event description:
Patient reported migraine/headache, dizzy, unable to sleep, vomit, hungry, nausea, shaky and patient has fallen twice.